Event description:
Medtronic received information that during a implant of this transcatheter bioprosthetic valve, the safari xs guidewire had difficulty crossing the valve through the valve annulus. The guidewire advanced laterally and the valve implantation was successfully performed. The patient became hypotensive. A secretion of pericardiai fluid was observed and a thoracotomy was performed. A perforation of the left ventricle was detected due to the guidewire and hemostasis was provided for the damaged vein. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)